Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified, mildly tortuous and 70% stenosed. Reportedly, during the attempt to cross the lesion with the xience xpedition 3.50x33mm stent, it did not advance due to interaction with the guide catheter. During withdrawal, the stent delivery system was stuck in the guide catheter. The guide catheter had to be removed so that they could visualize what had happened to the stent. Another xience xpedition 3.50x33mm stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and difficulty to remove could not be tested due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.